Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo and one (1) video were submitted to the manufacturer for evaluation. Through visual examination, the presence of one movable particle with elongated shape like a white plastic flake of about 3-4 mm in length were observed inside the bag. Based on the investigation of the photo and video, the reported issue was observed. While the lot number was reported as unknown, multiple possible lot numbers were provided; 24m21, 25b03, 22k12, 22k05, 25c26 and 24m20. A review of the device history record (DHR) was performed for the reported possible lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. Reserved samples from the possible lot numbers were examined and no deviations were found. While the reported defect was observed in the photo/video, an exact root cause or the make up of the particulate could not be determined without the sample. The production department has been informed of this complaint/issue. Since the particle was not seen before filling, the origin of the particulate could possibly be derived from the phases following the opening of the primary packaging. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported in the mw5174255 report: describe event or problem: investigational drug was prepared as usual, upon final checks discovered a floating particulate that looked plastic like and clear, hard to see upon initial inspection but at the right angle,particulate moves and free floats when bag moves, multiple people inspected and observed particulates. It was suspected from the bag given same lot numbers of the medication was used again for remade with differing bag and resulted with no visible particulates observed, a duplicate report may be reported by the sponsor.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.